Manufacturer narrative:
The device appears to have been heavily used over the course of its time in the field. Hardness is within specification and the instrument exhibits burrs on the slot edge. This device was used for treatment. Based on the review of the device it is likely the cause of this failure is normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Nexgen femoral cut guide has burrs in the slot and the slot has a crack.